Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the asia pacific region involving pentax video colonoscope ec38-i10m. In the event reported, it was stated that no image was appeared and affected patient's procedure. The user changed another scope to complete. Returned it to the factory for repair. There was no adverse event reported with this complaint. No additional information was provided this complaint.